Manufacturer narrative:
Investigation summary: the device was inspected and foreign material was found inside the pebax. Then, an electrical test was performed and the catheter failed, current leakage was observed in all the electrodes. Then, the magnetic test was performed and current leakage was observed. Then, the flow test was performed and water leakage was observed in the piston area. A failure analysis was performed, and corrosion was observed on the pc board. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the irrigation tube damage and the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the corrosion observed is related to the damage on the tube that cause the water leakage. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with thermocool® smart touch¿ electrophysiology catheter. Initially, during the procedure, there was an error code '40' displayed. The catheter was exchanged and the procedure was completed. There was no patient injury reported. The error code ¿40¿ which displayed was assessed as not reportable. The biosense webster failure analysis lab received the catheter for evaluation and during the visual assessment on (B)(6) 2018, foreign material was found in the pebax. Since there were no integrity issues noted, the foreign material in the pebax was assessed as not reportable. During additional testing on (B)(6) 2018, the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole in the pebax was assessed as a reportable issue.